Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset; however, the error reoccurred. Reportedly, the customer reverted to multiple daily injections (mdi) for insulin therapy until replacement pump is received. There was no reported adverse impact to the customer's blood glucose level.